Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 as they experienced low blood glucose which was 20 mg/dl. The customer was unconscious due to low blood glucose. Customers current glucose was 217 mg/dl. Customer alleged insulin pump was over delivering. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature at the time of event was not active. The reservoir will not be returned for further analysis